Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was verified and attributed to incorrect pd core software 100. The software was upgraded to 1.08 to resolve the report. It is undetermined how the incorrect software was loaded. The device passed all final system level tests and is recertifed for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.